Event description:
The following was reported to hamilton medical ag: summary: ICU had a problem with one of the c6 ventilators sn (B)(6), they are setting it up to do some staff training so no patients were involved. When they turned it on ((B)(6) 2024 13:48:03) it came of with self test failed alarm, then technical event: (B)(4). They called hospital service engineer up and it appeared the blower was not running at all. The service engineer turned the c6 off and on, then it started to function correctly.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: ICU had a problem with one of the c6 ventilators sn (B)(6) , they setting it up to do some staff training so no patients were involved. When they turned it on (B)(6) 2024 13:48:03) it came of with self test failed alarm, then technical event:231032 and 231009. They called hospital service engineer up and it appeared the blower was not running at all. The service engineer turned the c6 off and on, then it started to function correctly.